Manufacturer narrative:
Replaced sensor interface board to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit alarmed "ventilate manually". There was no reported patient involvement.